Event description:
It was reported that the patient had a damaged cable close to the system controller from mechanical injury. Pulsatility index (pi) events and low voltage alarms were noted upon ventricular assist device (vad) interrogation. Log files were sent for review. The event log captured a few low voltage advisory events on battery power. These were all due to normal battery depletion and not the driveline concern. It was noted that nothing was changed or needed to be sent back. The damage was covered with rescue tape. The damage did not breach the armor layer of the driveline. The event was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the pump cable was unable to be confirmed through this evaluation, as no images were submitted for evaluation and the device remains in use. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the device operated as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. No further information was provided. The manufacturer is closing the file on this event.